Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the operator " attempted to establish a humeral io, which he stated he felt a pop, but then he was unable to unthread the stylet from the hollow needle. He thought he messed up the procedure then went straight to tibial (w/a different needle). But, once again he was unable to unthread the stylet. Our ambulance provider arrived on scene, he used their ez-io system & was able to establish an io on the other tibia with no issues". There was no reported patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the operator " attempted to establish a humeral io, which he stated he felt a pop, but then he was unable to unthread the stylet from the hollow needle. He thought he messed up the procedure then went straight to tibial (w/a different needle). But, once again he was unable to unthread the stylet. Our ambulance provider arrived on scene, he used their ez-io system & was able to establish an io on the other tibia with no issues". There was no reported patient harm or injury.